Event description:
It was reported that an intraocular lens (iol) was explanted from the patient¿s left eye because they experienced glare, concentric halos around lights, and distance vision was blurred. There was no capsule tear, incision enlargement, vitrectomy, or sutures required. Another johnson & johnson dcb00 lens (different model and 22.5 diopter) was implanted as a replacement. Per the customer, they did not save the suspect product. Consequently, it will not be returned for evaluation. The patient¿s post-operative outcome is described as happy there is no glare. No further information was provided.

Manufacturer narrative:
Attempts have been made to obtain the missing information. However, some information was not available. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Corrected data: this is to correct the initial report section h10 should have included the following statement. Section h3-other (81): the intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.